Manufacturer narrative:
A company service representative examined the system and was unable to duplicate the problem reported. The system was tested and met all product specifications. Quality assurance will monitor related complaints and will take action for further occurrences as necessary. (B)(4).

Event description:
Adverse event(s): "no patient involvement" (no patient involvement). Product problem(s): "unit was not advancing to test handpiece" (device operates differently than expected). A customer reported the unit would not advance to test the handpiece. The system was switched out prior to surgery. The same handpiece was used to complete the case. The patient was prepped with an IV when the event occurred. There was no delay in the case. There was no patient harm or canceled cases reported.